Event description:
There was no patient involved in this event. The device malfunctioned because it was switching itself on and speaking incorrect languages.

Manufacturer narrative:
On receipt of the pad device, it was revealed the memory pre (B)(6) 2010 had been erased. A new firmware update was carried out at the end of (B)(6) 2010. On testing, the device was powered up and the voice prompts were found to be incorrect. The problem with the device was attributed the configuration and language incorrectly set. The problem appears to have occurred during the firmware upgrade. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.